Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a bleeding and cracked lcd glass. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. The lcd screen was slightly cracked. The customer's blood glucose level was 212 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The customer fell off his/her bike and the fall caused the hospitalization, not the damaged insulin pump. The product will return. Nothing further to report.